Event description:
Related manufacturer reference number: 3006705815-2023-02527, 1627487-2023-01929, 3006705815-2023-02528. It was reported the patient's cervical and lumbar scs ipg are not functioning after a unrelated neck surgery. The cervical leads had to be cut during the procedure. Surgical intervention is currently pending to explant both ipgs and leads.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's cervical and lumbar scs ipg are not functioning after an unrelated neck surgery was reported to abbott. The cervical leads had to be cut during the procedure. The patient is awaiting explant of both ipgs and leads. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.